Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The insulin pump was received with scratches on the lcd window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads. There was no crack on the lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 568 mg/dl. Troubleshooting for high blood glucose was performed. Customer felt lethargic and experienced nausea, excessive thirst, lower abdominal pain and frequent urination. Customer treated their high blood glucose via bolus delivery with the insulin pump. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.